Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display on the centrifugal controller module became dark. The user was able to control the module by using the central control monitor. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.